Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump battery cap was hard to take off and bolus buttons were sticking. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. Device received with stripped battery cap coin slot(p).